Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
His meter was missing segments. The patient stated that the last time he attempted to test he was unable to read the result. He reported an incident where he was shaking, confused, and unable to wake up. Someone called the paramedics and he was taken to he hospital. He was treated with an IV and given food. He was admitted for one night and released the following day. It would have been helpful to know when was the last time he was able to test, what was his result on the hospital's or paramedic's meter, and what, if any, medications does he take for his diabetes. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter has been sent as a second attempt to obtain more clinical information. This case is being documented as a malfunction because the missing segments issue was not resolved. There is no evidence of the meter contributing to a serious injury due to the fact that the patient's blood glucose level was not known during the event to indicate a serious injury. Also, it is not known how long the patient had been unable to test or if the patient takes any medications for his diabetes. A replacement meter has been sent.